Manufacturer narrative:
No sample was returned for evaluation. The reported issue was inconclusive due to no sample being returned. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the hydrosil intermittent catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the new catheters did not have the same "slipperiness" after wetting them from the enclosed water sachet, and so they were more uncomfortable to use.